Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report low blood glucose levels. Customer's reading was 32 mg/dl. The customer treated with drinks and food. The customer performed troubleshooting but did not find any issues. The customer was advised to contact a doctor if the low readings persisted. Nothing was replaced or returned for analysis.